Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed the implantable neurostimulator (ins) passed functional testing; however, the setscrew was backed out too far. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) and fecal incontinence. It was reported that the setscrew on the implant would never go down to hold the lead in place. Troubleshooting was performed where they tried to keep using the screwdriver to put the screw down but it never would go down to hold the lead in place despite the clicking to indicate it was down. The cause of the issue was not known. After several attempts to get the setscrew down to hold the lead in place, the decision was made to use another battery. It was also noted that the issue was caught before the battery went into the pocket for the patient and thus caused the patient no issues at all.